Event description:
Reportedly, a pacemaker was implanted on (B)(6) 2010 and connected to the (non sorin) atrial lead and the (sorin) ventricular lead already in place. During a follow-up on (B)(6) 2018, the physician observed an abrupt increase in the battery impedance curve of the associated pacemaker. Questions were raised on the expected residual longevity of the pacemaker and preliminary analysis showed that based on available data, normal battery depletion occurred (based on hrs guidelines). Preliminary analysis also revealed that some episodes recorded in the device memory showed non-physiological signals (noise/artifacts) in the atrial and ventricular channels or in the ventricular channel. They may be due to strong external electromagnetic interferences, myopotentials and/or leads issue.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, a pacemaker was implanted on (B)(6) 2010 and connected to the (non sorin) atrial lead and the (sorin) ventricular lead already in place. During a follow-up on 20 february 2018, the physician observed an abrupt increase in the battery impedance curve of the associated pacemaker. Questions were raised on the expected residual longevity of the pacemaker and preliminary analysis showed that based on available data, normal battery depletion occurred (based on hrs guidelines). Preliminary analysis also revealed that some episodes recorded in the device memory showed non-physiological signals (noise/artifacts) in the atrial and ventricular channels or in the ventricular channel. They may be due to strong external electromagnetic interferences, myopotentials and/or leads issue.